Event description:
The customer was driving unit off of auto transportation device and turned too sharply. The unit tipped and customer struck head on the curbing. Customer went to the local ER. Customer rec'd (5) five sutures and was released.